Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. No additional patient or event information is available. A root cause could not be determined. Reportedly, the customer changed the sensor and connection was regained. A replacement sensor was sent to the customer.